Event description:
Patient was undergoing port a cath placement. The surgeon inserted the glidewire however the wire looped back on itself. The surgeon attempted to withdraw the wire; but the plastic coating separated from the wire and was retained in the vessel. The vascular surgeon was unable to retrieve the fragment by non-invasive measures. She was forced to complete an open retrieval of the glidewire fragments from right internal jugular vein.